Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient´s father received an alert (most likely on the dexcom follow app), that the cgm reading was 80 mg/dl. When the parent called their son, a friend answered saying that the patient had lost consciousness due to hypoglycemia. An ambulance was called and the patient was brought to hospital. When a fingerstick was taken, the blood glucose reading was 34 mg/dl. It was unknown what the cgm reading was at that time. No medication for the hypoglycemic event was reported. Due to the event the patient had fallen and suffered a head trauma. A head CT showed superficial subcutaneous hematoma, but no hemorrhage or brain issues were noted. No treatment was reported to have been needed for the subcutaneous hematoma. The patient eventually recovered but it was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.